Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had vertebral body collapse at l4 due to metastatic bone tumor and also had stenosis at l4-l5. He underwent posterior fixation at l3-l5 and laminectomy at l4-l5. On an unknown date, post-op, vertebral body collapse occurred at l5 again due to progression of metastatic bone tumor. As a result, the pedicle screw at l5 loosened and deviated into the spinal canal. The patient had a pain in the lower limb and had palsy. Probably, the shaft was touching the dura. Hence, the patient underwent a revision surgery at (B)(6) 2019, in which the pedicle screw at l5 was removed and extension of fusion was performed. Pedicle screw was inserted additionally at l2. The pedicle screws at l3-l4 were left implanted as it was, and additional fixation was also performed using iliac screw. The procedure was finished successfully.